Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion. The pump displayed ¿container empty¿ however medication remained in the drip chamber. When additional volume was entered, the pump then displayed an occlusion alarm. There was patient involvement but no harm. Customer was unable to provide additional information as details of the event were not documented.